Event description:
It was reported by the patient the lead was replaced "because it was broken." Additional information received indicated the patient received multiple inappropriate shocks and the lead had an apparent fracture. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.